Event description:
It was reported the patient experienced a loss of therapeutic effect for the last "couple of weeks or months," the reported was unclear. It was stated the patient had an infection that had cleared, and had gained a lot of weight. The patient's programmer was used to turn the device on. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v462931, serial#, implanted: 2010 (B)(6), explanted: product typ lead (B)(4).